Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had screen has black lines. The customer¿s blood glucose level unknown. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received missing segments or partial display anomaly due to cracked bleeding lcd. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked bleeding lcd noted.